Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found door mechanism had slipped a tooth while opening. Corrected problem. The system was then fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is not closing. Several reboots were attempted and it still does not close.. No patient was involved.